Event description:
Vascular surgeon (dr. (B)(6)) chose to repeat usage of n-butyl cyanoacrylate after he realized (from first exposure on (B)(6) 2025) I am allergic to cyanoacrylate which caused and continues to cause a daily severe systemic allergic reaction that has lasted forty-four days so far. I shake, I'm feverish, I experience chills, low blood pressure, full body or partial body itching (hives), red inflamed skin, palpitations, shortness of breath, nausea, head and face are hot and feel flush every day since (B)(6) 2025.